Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) does not deploy properly, the plug gets stuck in the tamper straw at deployment, expands and splits the plastic straw, leaving the plug behind. The shuttle handle properly shuttled. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) does not deploy properly, the plug gets stuck in the tamper straw at deployment, expands and splits the plastic straw, leaving the plug behind. The shuttle handle properly shuttled. There was no reported patient injury. Additional information was requested but not provided. A non- sterile ¿mynxgrip tm vascular closure device¿ 6/7f was returned for analysis. Visual inspection of the returned device showed that the shuttle is not engaged to the black handle. The stopcock is opened. The catheter is inserted into a cordis csi of the proper french size. The sealant sleeve is located on the distal edge of the shuttle. The slit does not present any anomalies. The sealant is fully deployed and was not returned for analysis. The shuttle was not retracted to uncover the advancer tube, and it looks like the shuttle was inserted all the way into the procedural sheath. The syringe is connected to the luer hub. No other outstanding details were observed. Simulated shuttle advancement was performed on the non-sterile device. The advancer tube was unsheathed to be deployed and blood saturation was seen on the distal edge of the advancer tube. The advancer tube was pushed down to be deployed from the catheter and light resistance was felt due to the blood saturation inside the lumen of the advancer tube. Despite the concentration of dry blood, the advancer tube was deployed as expected. The dry blood inside the lumen of the advancer tube that was causing light resistance was placed under the vision system. A drop of hydrogen peroxide was applied to the affected area and bubbling occurred, showing the dried substance was blood. Additionally, the consistency of the dried substance and the fact that it was pulverized with handling confirmed it is not sealant material. The failure reported by the customer as ¿sealant~failure to deploy-advancer tube¿ was not confirmed, despite the saturation of dry blood, the advancer tube traveled until the deployment process was achieve. The exact cause of the issue experienced by the customer could not be determined during product analysis. Procedural or handling factors may be the underlying cause. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.